Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The system was examined and the reported event was confirmed. The power supply and the printed circuit board (pcb) were both replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to power supply and the printed circuit board (pcb) being nonconforming. However, without samples, component level root causes cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported there was no phaco power in the top connector prior to a surgical procedure. The bottom connector was used to initiate and perform the procedure with no harm to the patient.